Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump's screen was flashing. They tried to insert a new battery but the issue persisted. The customer was advised to disconnect from the insulin pump. Customer's blood glucose level was not reported. The device will be returned.

Manufacturer narrative:
Unable to verify missing segment due to flashing white light on the display. The insulin pump was received with a constant flashing white light on the display due to vertical cracked lcd controller electronic board. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay.